Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. A review of the complaint database revealed no other complaints for reason code "irrigation - slow/weak" have been submitted against lot w1875. The product was discarded and is unavailable for evaluation. Examination of the photos provided clearly show the clear tubing is kinked, which could cause poor infusion, but the cause of the kink cannot be determined from the photos. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time. The investigation is complete.

Event description:
A user facility in (B)(4) reported that there was no infusion during the procedure because the irrigation line was torn at the level of the bubble trap. It was reported that they realized that there was no water pouring and the instrument did not alarm. The consumables were changed and additional setup was performed leading to a ten minute delay in surgical time. No clinical consequences or additional medical intervention was reported.